Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in germany who was receiving morphine 20 mg/ml via an implantable pump. The lot number, dose, concomitant medications, and medical history were not obtainable. It was reported that the pump was implanted on (B)(6) 2015 and during normal use now post implant on approximately (B)(6) 2016 the patient showed an allergic reaction, allergy, in the area of the device pocket. The patient 's complained about an allergic reaction. Troubleshooting and diagnostic testing were unknown and not obtainable. This resulted in a whole system explant on (B)(6) 2016. The products were discarded by the customer. Replacement was reported as n/a or not replaced.&#56224; at the time of the report the issue was resolved and the patient was reported as alive-no injury. Should additional information be received a supplemental report will be filed.